Event description:
Device 1 of 3. Reference MFR. Report #s 1627487-2010-03469 and 1627487-2010-03470. The pt received her scs system on (B)(6) 2009 consisting of an ipg, four percutaneous leads and two extensions. It was reported that the pt's scs system was explanted on (B)(6) 2010 due to overstimulation. Previous diagnostic tests revealed invalid impedance readings for several lead contacts. Efforts to resolve this matter through reprogramming were unsuccessful; however, the pt continued use of the scs system until explant. Follow-up on the pt found that she will not be re-implanted. The explanted devices were returned to the manufacturer.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.